Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the area under the front door on the left side of the coulter lh 750 hematology analyzer. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a diluent leak at pv114. The fse replaced the tubing through pinch valve 114 and verified the instrument operations.